Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and failed authentication. Transmitter functional test was performed and passed. No data was available to view in the share log. Confirmation of the complaint was undetermined via product, because the transmitter has no issues related to the customer complaint. The root was not be determined via product.